Event description:
It was reported that the patient's pacemaker system was removed due to system infection. The pacing system was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead segments was returned to the manufacturer and analyzed and no anomalies were found. There was blood on the lead conductor proximal end and distal end not obstructed. The lead outer insulation was cut and the lead had apparent explant damage. Concomitant product: (B)(4) implantable pacing lead 2012 (B)(6). (B)(4).